Manufacturer narrative:
D9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed state, which is aligned with the event description. The stent was noted to be intact. All 3 marker bands were present on both ends of the stent. A stent delivery wire (sdw) was returned within an introducer sheath. The introducer sheath was noted to be intact. The sdw was kinked/bent approximately 23 cm from the distal end. The sdw tip length was found to be out of spec for the reported device indicating the sdw is from a 15mm stent. Note: the physician was contacted, and they confirmed that there was no issue with use of the 15mm replacement stent, and no complaint needed to be raised. Therefore, although an incorrect (15mm) sdw was inadvertently returned, the damage noted to it must have occurred during the returns process on this occasion. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent deployed prematurely during use' could not be replicated. The returned device met specifications when received for complaint investigation. Therefore, 'device within specifications' will be added to the product problem code(s) grid. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'during the delivery of the stent via a microcatheter, the physician only observed the delivery wire of the stent being delivered into place under fluoroscopy, without visualization of the stent itself. The entire stent system was then withdrawn, and upon external inspection on the table, no evidence of stent being deployed at the microcatheter hub was found; instead, it was suspected to be retained within the lumen of the microcatheter. The physician attempted to intermittently push the stent delivery wire with minor adjustments while simultaneously flushing with high-pressure water. After repeated attempts, the stent was finally flushed out from the tip of the microcatheter, confirming that the stent had deployed and become retained within the microcatheter during the delivery process. Subsequently, the physician replaced the stent with a new one, and the procedure was successfully completed'. In the follow-up good faith effort (gfe) replies, the user stated that there was no resistance encountered when advancing the stent within the microcatheter. Excessive force was not applied at any point while advancing the stent in the microcatheter. The physician believes that 'poor quality of the stent combined with severe vascular tortuosity in the patient resulted in premature deployment of the stent'. The stent was the only part of the complaint device which was returned for analysis, and it was in a deployed condition. This is aligned with the event description. The stent was noted to be undamaged. The introducer sheath and the stent delivery wire (sdw) were both not returned for analysis. Instead, a sdw suitable for a 15mm stent was returned. This sdw was still loaded inside its introducer sheath. The user confirmed that a replacement 15mm stent was used to successfully complete the procedure. Given the lack of damage to the stent, and the unavailability of the sheath and sdw, it is very difficult to determine why the stent might have encountered resistance when being advanced inside the microcatheter. In the case of this complaint, it is most likely that the issue occurred due to procedural or anatomical factors encountered during the procedure. The as reported event ¿stent deployed prematurely during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the anterior communicating artery (acoma) aneurysm case, the physician only observed the delivery wire of the subject stent being delivered into place under fluoroscopy without visualization of stent. The physician then withdrew the entire stent system, and upon external inspection on the table, no evidence of stent deployed at the microcatheter hub was found. The physician suspected the stent to be retained within the lumen of the microcatheter and then attempted to intermittently push the stent delivery wire with minor adjustments while simultaneously flushing with high-pressure water. After repeated attempts, the stent was finally flushed out from the tip of the microcatheter, confirming that the stent had deployed and become retained within the microcatheter shaft during the delivery process. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the anterior communicating artery (acoma) aneurysm case, the physician only observed the delivery wire of the subject stent being delivered into place under fluoroscopy without visualization of stent. The physician then withdrew the entire stent system, and upon external inspection on the table, no evidence of stent deployed at the microcatheter hub was found. The physician suspected the stent to be retained within the lumen of the microcatheter and then attempted to intermittently push the stent delivery wire with minor adjustments while simultaneously flushing with high-pressure water. After repeated attempts, the stent was finally flushed out from the tip of the microcatheter, confirming that the stent had deployed and become retained within the microcatheter shaft during the delivery process. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.